Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4) found there was a deformed balseal spring at the lead or extension connector port site on the ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The physician reported via the manufacturer's representative (rep) that during implant they were able to feed both leads through the top port of a new implantable neurostimulator (ins), but couldn't feed either lead through the bottom port (8-15). The physician attempted to further unscrew the screw to the point the screw was almost entirely removed, and yet the leads wouldn't feed through. At that point another new ins was opened which the physician had no problem feeding the leads through either port. There was no patient injury involved with this event and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.